Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is not being returned. The investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the guide wire broke and fragments of the guide wire were left in the patient. No additional information was provided.